Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that there was an issue with unexplained high blood glucose. The customer reported that the blood glucose continued to rise throughout the day despite treating with the insulin pump and not eating. The blood glucose reading was 480 mg/dl and the customer treated with a manual injection. The customer had not contacted a health care professional. The customer found no air bubbles in the tubing or reservoir and no leaks. The customer was advised to remove the reservoir, rewind, reinsert the reservoir and run a manual prime with the current set and reported that insulin did exit at the quick release. The customer declined to check for site or insulin issues and stated that the time and date was correct. The bolus history displayed all entries based on the customer's recollection. The customer was advised to refer to a health care professional regarding the bolus and basal settings and intended to call back to perform the high pressure test.